Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
I discovered a piece of what appears to be plastic from a wrapper inside of me-vagina [foreign body in reproductive tract] piece of what appears to be plastic from a (tampon) wrapper inside of me [product package associated injury] piece of what appears to be plastic from a wrapper (inside of me)¿on the wrapper, no imaging appeared¿photo shows what appears to be tampon overwrap with blood on it [device breakage] . Case narrative: consumer reported via e-mail that she found a piece of the tampon inside of her. No serious injury reported.

Event description:
I discovered a piece of what appears to be plastic from a wrapper inside of me-vagina [foreign body in reproductive tract]. Piece of what appears to be plastic from a (tampon) wrapper inside of me [product package associated injury]. Piece of what appears to be plastic from a wrapper (inside of me) ¿on the wrapper, no imaging appeared¿photo shows what appears to be tampon overwrap with blood on it [device breakage]. Case narrative: consumer reported via e-mail that she found a piece of the tampon inside of her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.